Event description:
Adverse event(s): "no pt involvement" (no pt involvement). Product problem(s): "a 23gauge probe was in the 25 gauge total plus pack" (device misassembled during mfg or shipping). The customer reported a 23gauge probe was in the 25 gauge total plus pack. This was observed during set-up. No pt involvement.

Manufacturer narrative:
The samples have been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4).